Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: a review of the black box showed no evidence of a no power event. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The pump powered up with a test battery cap to a dim and discolored display. The battery cap was unable to fully tighten. The battery compartment was cracked from the thread area to the case seal and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The pump was run for 24 hours with a test battery cap and no reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. The intermittent power condition was due to battery cap/compartment damage.